Manufacturer narrative:
Date sent to the FDA: 4/21/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 1/15/2021. Additional b5 narrative: it was reported that the patient experienced vomiting following the procedure.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2019 during which the surgeon noted the adhesions were fairly dense because the external oblique aponeurosis was partially adherent to the mesh. The mesh had gone through the internal ring. The overweight portion of the mesh was removed. A dissection under the transversalis was carried out to remove the underlying portion of the prior mesh. As a result of the removal of mesh, the nerves were disrupted and divided. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and cramps. No additional information is provided.